Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure for ventricular tachycardia with a thermocool smarttouch unidirectional sf catheters and suffered a cerebrovascular accident (cva) requiring unspecified interventions. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Correction made to initial report. After further investigation, it was confirmed that the generator displayed less than 10°c and still allowed ablation. Therefore the temperature issue was reassessed as MDR reportable for the generator because if the generator reads a lower temperature than the allowed baseline temperature for the generator to start the ablation (10°c), and still starts the ablation, this could potentially cause patient injury. The temperature issue was submitted under the generator (B)(4) report number 9612355-2017-00100. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: pentaray catheter, carto 3 system, stockert ep shuttle generator, carto 3 cable (model# cr3434ct lot# 17671703l). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for ventricular tachycardia with two thermocool smarttouch unidirectional sf catheters and one thermocool smarttouch catheter and suffered a cerebrovascular accident (cva) requiring unspecified interventions. Access was obtained via retrograde aorta. Left ventricle was mapped with the pentaray catheter. After ablating briefly with the first thermocool smarttouch unidirectional sf catheter, the temperature decreased to 6°c. Physician stopped ablating in order to troubleshoot. No errors displayed on the carto 3 system. It was assumed that the temperature issue was secondary to the catheters or cables. Smarttouch sf catheter and cable were exchanged and the issue persisted, as the generator continued to reflect the temperature as 6°c inside and outside of the patient¿s body. It was then assumed that the generator was the issue. Generator was rebooted several times, ensuring that the correct template was chosen. It was noted that the generator was recently sent for preventive maintenance and an upgrade for sf catheters was ordered. It was assumed that there was an issue with the upgrade. Generator was re-set for a non-sf catheter and the second smarttouch sf catheter was exchanged for a non-sf catheter which was inserted and the issue still persisted. At this point, the patient decompensated neurologically and a cva was diagnosed. Remainder of procedure was aborted. Stroke unit specialists and neurologists administered unspecified interventions. After stabilization, patient was transferred to the stroke unit. Patient required extended hospitalization as a result of the adverse event for treatment. A few days post-procedure, motor deficit had improved, but unilateral facial paralysis persisted. Most recent status update indicated that the patient outcome was improved. Physician presumed that after inserting and removing the catheters retrograde via the aorta into the left ventricle, a thrombus was release by a catheter. Physician indicated that there were no product defects. Catheter tips were evaluated and no char was observed. Physician¿s opinion regarding the cause of the adverse event was that it was related to procedure and patient condition. While using the generator was set on power control mode at 30 watts and temperature cut-off was 40°c. Ablation was performed at 30 watts. Initially, the temperature was 20°c, which rapidly declined to 6-8°c, then remained at 6°c. Impedance was approximately 180-220 ohms. It was noted that the system allowed ablation when the temperature fell to 6-8°c, which was below the cutoff value. Due to the patient event the cause of the low temperature was never identified. The low temperature issue is not MDR reportable because ablation can drop below cutoff value as long as it starts above the baseline temperature of 10°c.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).